Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during suturing on a sub total gastrectomy, when opening the package, the needle was found disengaged from the thread from the beginning, and the suture was not used on the patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.